Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have many parts of the numbers failing on the display. The device was returned on (B)(6) 2010. The humapen memoir was showing reset and some of the segments were missing. This humapen memoir is associated with pc 1275285 and lot 0811c01. The operator of device, training status, length of use of the device model and reported device were not provided. The humapen memoir was not continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.